Event description:
Customer reported a hypoglycemic event that occurred the previous night. Pt indicated they had not eaten appropriately during the day then received an error 3 when testing with the freestyle. Pt did not retest and took half of a glucophage pill. Pt woke up feeling dizzy, weak and sweating. Spouse provided juice with sugar and pt continued to feel as if pt would pass out. An ambulance was called and arrived approximately 10 minutes later. The paramedics tested with a result of 117 mg/dl. The customer was given a piece of candy and pt began to feel better. Customer tests on the palm of their hand.